Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system faults sf101 and sf218. Internal inspection found water ingress in the pneumatic block. The evaluation determined that the device faults were most likely due to contamination of the pneumatic block. The pneumatic block was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.